Event description:
It was reported that there was failure to capture on the atrial lead. The lead was explanted and replaced. The patient is enrolled in the (B)(4). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5024m58, implantable pacing lead, (B)(6) 2000. (B)(4).